Event description:
It was reported that the 9800 system would not power on. Another system was used for the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired a loose wire in the ac power plug. The system was tested and found to be working as intended and placed back into service.